Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted blood in the balloon, in the hub, and in the luer, consistent with use of the device in the anatomy. The balloon was loosely folded, consistent with having been inflated. When inflated with a new indeflator, a pinhole was observed, confirming the reported rupture. No scratches were observed. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessive applied pressure, lesion calcification or tortuosity or interaction with the anatomy and/or accessory devices. During use, interaction with anatomy and/or accessory devices can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak during preparation for use, which may suggest that the balloon was not damaged prior to use. In this situation, it was reported that a previously implanted stent was fractured and was believed to have caused the balloon to rupture. A scanning electron microscopy analysis was performed on the balloon portion of this device. The results indicated that there was mechanical damage on the outer surface of the balloon leading into the pinhole, which supports that the fractured stent led to the balloon rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database revealed no other complaints reported for this lot. There appears to be no lot specific product quality deficiencies. During manufacturing, all balloon dilatation catheters are 100% visually inspected for balloon damage, and inflated to rated burst pressure online.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a non-abbott stent, previously implanted in the right superficial femoral artery, had fractured. An absolute stent was deployed inside the fractured stent and the foxcross was being used for post-dilatation, but the balloon ruptured when inflated to 12 atmospheres. The physician thought that the rupture was caused by a fractured stent strut. A new foxcross balloon was used to complete the procedure. There were no adverse patient effects. The patient outcome was good. No additional information was provided.